Event description:
Information was received that a revision procedure was performed after multiple unsuccessful attempts at lengthening the rod. There is no additional information available.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.